Event description:
The user facility reported that the tip broke off posing the risk of a small component being lost in the surgical site. Although requested, no information was available regarding how the reported event was noticed or if the procedure was completed successfully. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the tip broke off posing the risk of a small component being lost in the surgical site. Although requested, no information was available regarding how the reported event was noticed or if the procedure was completed successfully. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.